Event description:
It was reported patient underwent a revision procedure two years post implantation due to disassociated locking mechanism. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). D10 - medical product: stem collar 30 mm o.d. For use with 16 mm or smaller diameter segmental stems catalog # 00585204030 lot # 65214976. Distal femoral xt component size b right use with polyethylene insert xt size b use with xt only for cemented use only in the u.s.a. Catalog # 00585004202 lot # 65306764. Size 3 precoat non-modular cemented tibial component catalog # 00588000302 lot # 65245238. Tibial central cone size x-small catalog # 42545000510 lot # 64800264. Polyethylene insert xt size b use with distal femoral xt size b use with xt only catalog # 00585001296 lot # 65244772. Fluted stem extension straight precoat for cemented use only 14 mm diameter 130 mm length catalog # 00585205014 lot # 65232179. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is tibial locking mechanism appears to be loose with set screw noted posterior and medial to the knee joint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had disassociated locking mechanism post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h11. The additional information received does not change the previous investigation.

Event description:
No further event information available at the time of this report.